Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with the implant of the alto abdominal stent graft system on (B)(6) 2023. Reportedly, the aortic neck was short and the target landing zone for the ring positioning was high to accommodate for this to achieve full seal. The alto main body was deployed. Prior to filling, the markers were at the top of the ostium and the sealing ring was positioned at the bottom ostium of the right renal artery. A minute after filling, the ring became irregular, and the physician thought the alto main body graft had slipped down. The procedure was continued in normal manner with relaxing the delivery system and ballooning after 14 minutes. The final angiogram identified that the alto main body graft had instead slipped up covering the right renal ostium. An attempt to perform re-cannulation was made yet unsuccessful and took approximately 50 minutes. The procedure was completed approximately 90 minutes post polymer fill. As of (B)(6) 2023, the patient is still in intensive care. Reportedly, renal filtration parameters are getting better; however, the patient developed a pulmonary infection.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with the implant of the alto abdominal stent graft system on (B)(6) 2023. Reportedly, the aortic neck was short and the target landing zone for the ring positioning was high to accommodate for this to achieve full seal. The alto main body was deployed. Prior to filling, the markers were at the top of the ostium and the sealing ring was positioned at the bottom ostium of the right renal artery. A minute after filling, the ring became irregular, and the physician thought the alto main body graft had slipped down. The procedure was continued in normal manner with relaxing the delivery system and ballooning after 14 minutes. The final angiogram identified that the alto main body graft had instead slipped up covering the right renal ostium. An attempt to perform re-cannulation was made yet unsuccessful and took approximately 50 minutes. The procedure was completed approximately 90 minutes post polymer fill. As of (B)(6) 2023, the patient is still in intensive care. Reportedly, renal filtration parameters are getting better; however, the patient developed a pulmonary infection. After the initial report, additional information was provided reporting that the patient had recovered and was discharged on (B)(6) 2023.

Manufacturer narrative:
The reported incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released per the device master record. The device was not returned to endologix for evaluation because the device remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of the still photos received by endologix shows that the reported displaced implant and renal occlusion are confirmed. As no medical records relevant to the reported adverse event/incident was received by endologix, the infection (pulmonary) is unconfirmed. This is moderately consistent with the reported adverse event/incident. The device, user, procedure, or anatomy-relatedness of this complaint could not be determined. Procedure-related harms for this complaint could not be determined. The final patient status was reported as discharged on postoperative day fourteen. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. B5: describe event or problem - updated g3: awareness date ¿ updated h6: investigation finding codes - remove code 3233 h6: investigation conclusion codes - remove code 11.